Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the physician stepped on the pedal once to initiate the cut, and cut completed only once. Subsequent stepping of the pedal resulted in no cut. All connections to erbe were connected, and all intact. Looking at the monitor, it was noticed that the cutting wire was broken in half in the center. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the working length was found kinked at the middle section. According to the product analysis, the cutting wire of the returned product was found to be broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. With regards to the encountered kink, it is most likely that during the procedure the device could have been damaged due to excessive manipulation of the product by the user, the interaction with the scope, or the interaction with other devices. Therefore, the most probable cause of this complaint is "adverse event related to procedure" since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the physician stepped on the pedal once to initiate the cut, and cut completed only once. Subsequent stepping of the pedal resulted in no cut. All connections to erbe were connected, and all intact. Looking at the monitor, it was noticed that the cutting wire was broken in half in the center. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.